Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device's internal components were inspected without any discrepancies or power-related connection issues. The battery communication board and battery lugs were replaced as a pre-caution. The device was recertified and returned to the customer. No trend is associated with reports of this type.